Event description:
The implant malfunctioned due to a stuck component. The malfunction did not cause or contribute to a death or serious injury. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow up report

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow up report

Event description:
Implant failed due to a failure to osseointegrate.